Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a new ra lead. No additional patient adverse effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a new ra lead. No additional patient adverse effects were reported. The product was received for analysis.